Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 0 deg insert 36mm; 623-00-36d ; md3w81. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of a revision implant sheet that patient's right hip was revised. A liner was implanted. Update from sales rep ((B)(6) 2018) - revision was for pain. Stem was also explanted.